Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #27 has stripped threads. The clinician stated that during placement, the implant threads were stripped. No new implant was placed. The site was grafted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One 3i t3 tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation. Visual evaluation of the as returned product identified no damage to external threads was seen. There was some damage to the internal hex and threads. Mated an in-house cover screw inside the implant. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (2019080064) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (2019080064) for similar events (complaint category keywords: functional : damaged threads) and no other complaint was identified. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are screw over torquing. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.